Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving product return, it was determined that the product was not fractured and was found to be worn. As the worn instrument has not previously caused or contributed to a serious injury and no serious injury or harm to the patient was reported for this event, it was determined to be not reportable. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the trial was difficult to remove and the instruments used to remove the instrument created damage to the plastic. No foreign bodies were retained. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.